Manufacturer narrative:
Concomitant medical products: product ID: w3dr01, implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure of an implantable pulse generator (ipg), the implant detect did not turn off automatically as the pacing lead was programmed unipolar. There was no data collected and shown on the electrograms (egm) as the implant detect had not turned off. The implant detect was turned off manually and the ipg remains in use. It was also reported that the right ventricular (rv) lead had an insulation breech. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.